Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant: 694765 implantable tachy lead, (B)(6) 2009; 5076-52 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
Follow-up information was received from the clinic that confirmed the device was replaced due to normal elective replacement indicator (eri). The clinic further confirmed there were no performance issues with the device and no patient complications as a result of the event.